Event description:
In 09/2005, the pt contacted lifescan alleging that their one touch ultra meter was reading inaccurately high and the strips were peeling when inserted into the meter test strip port. The pt said they owned the reported meter for about 6 years. They take lantus insulin 50 units each morning and rapid acting insulin by sliding scale before each meal. They also take blood pressure medication. In 2005, they followed their insulin regimen. They did not recall the results obtained on the reported meter throughout the day. At night they tested with the reported meter and obtaining a result of 101 mg/dl while having a rapid heartbeat and feeling pounding in their head. They called emt due to the symptoms. Emt obtained a blood pressure reading of 240/120 and took them to the ER. Emt did not test their blood glucose. The pt was treated with grape juice and their blood pressure decreased without further treatment. A laboratory result of 71 mg/dl was obtained while in the ER after they drank grape juice. Though a blood glucose result of 71 mg/dl does not indicate serious injury, the pt's blood glucose level was likely <71 mg/dl before they were given grape juice to drink. The pt was sent home after a couple hours. Later that night, they again had pounding in their head and was shaking. They tested with the reported meter and obtained a result of 94 mg/dl. They drove themself to the ER. In the ER they obtained a result of 134 mg/dl on the reported meter compared to a result of 94 mg/dl on the ER meter. They were kept in the ER for 4 hours, given crackers and juice, and then sent home. The pt told the customer care representative that some of the test strips peeled when they inserted them into the meter. A control solution test was not performed, as the control solution was expired. The meter, test strips, and control solution were replaced.